Event description:
It was reported that the touch screen monitor on the 9900 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.